Manufacturer narrative:
(B)(4). (B)(4).

Event description:
The reporter stated as the surgeon was inserting the cq2015a three piece collamer, a haptic got stuck in the silver series injector injection system. Customer is aware that this is off label usage. The reporter stated the incident was the result of a loading issue. No patient injury.